Event description:
It was reported that the catheter was ruptured at the 54 cm scale when the extension tubing was attached in the process of catheter placement. Due to the concern about quality issues, the catheter was therefore removed and a new kit of catheter was inserted.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a complete break in the catheter was confirmed but the cause is unknown. The products returned for evaluation were a 4fr s/l groshong nxt catheter, a braided stylet, an unassembled two-piece connector, and a green hub introducer needle. The proximal and distal connectors were received separate from each other. A small segment (0.26¿ long) of catheter tubing was seen on the blunt of the proximal connector. The tubing contained a complete circumferential break at the distal end of the flushing blunt between the 54 and 55 cm depth markings on the catheter. Microscopic examination of the distal end of the blunt revealed that the edges were radiused per design. The od of the cannula was measured and was confirmed to meet the device specification. The catheter od, ID and wall thickness were measured and confirmed to meet the device specifications. All dimensions were within the manufacturing specifications and no manufacturing defects were noted. Microscopic examination revealed that the break edges on the catheter were jagged and irregular. The break surface was dull and finely granular. The characteristics seen on the sample are consistent with a break in the tubing. As the damage aligned with the location of the distal end of the flushing blunt on the proximal connector and appeared similar in shape and size, the flushing blunt probably caused or contributed to the split in the tubing. The damage likely occurred from the catheter rubbing against the connector blunt, being pushed against the connector blunt, or tensile damage at the connection. However, the origin of the forces cannot be determined from the returned sample. Possible contributing factors could include difficulty with the connection, side load forces applied at the connection during assembly, or the catheter bunching at the connection. The IFU instructs the user, ¿gently advance the catheter onto the connector blunt until it butts up against the colored plastic body. The catheter should lie flat on the blunt without any kinks¿ h3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reds2273 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was ruptured at the 54 cm scale when the extension tubing was attached in the process of catheter placement. Due to the concern about quality issues, the catheter was therefore removed and a new kit of catheter was inserted.